Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had seizures and then cyanosis at home, and the patient's family sent them to a hospital. The patient passed away. The surgeon did not think that the event was related to the product. Log file review indicated that the patient was connected to the mobile power unit (mpu) on (B)(6) 2025 at 16:30:46. At 16:47:03 there was a no external power alarm flag active. The data indicated that the system was being supported by the emergency backup battery (ebb). Pump speed being maintained at 4800 revolution per minutes (rpms), the patient set speed. Silence alarm button pressed events were recorded during this time. At 16:50:18, a low flow alarm flag becomes active as the recorded calculated average flow reduces to 1.9 liter per minutes (lpms). Silence alarm button pressed events were recorded during this time. At 17:10:57, a 14 volt battery was connected to the white power lead. Low flow alarm flag remained active. 1.1 lpms recorded. At 17:11:20, a 14 volt battery was connected to the black power lead. Low flow alarm flag remains active. 1.0 lpms was recorded. Silence alarm button pressed events were recorded during this time. At 17:28:23, a 14 volt battery was disconnected to the white power lead. Low flow alarm flag remained active. 1.0 lpms were recorded. At 17:28:36, a 14 volt battery was disconnected to the black power lead. Low flow alarm flag remains active. 1.0 lpms was recorded. The data indicated that the system is being supported by the ebb. Pump speed being maintained at 4800 rpms, the patient set speed. Silence alarm button pressed events were recorded during this time. The data indicated that the system was able to maintain pump speed on the ebb until a driveline disconnect alarm flag was recorded at 17:46:00. A shutdown_sequence_started event was recorded at (B)(6) 2025 at 18:39:46. The device operated as expected. The mpu had a v-lock connector on the ac power cord.

Event description:
It was further reported that according to patient's record, before the patient had seizure attack, all system worked normally. The system started to happen alarm after the patient loss of vital signs.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the low flow alarms and pump stop. A specific cause for these events could not be conclusively determined through this investigation. Review of the submitted controller event log file captured a persistent low flow hazard alarm beginning at (B)(6) 2025. The low flow hazard alarm remained active until the driveline was disconnected from the controller on (B)(6) 2025. No other notable events or alarm were captured. Although the cause of the patient¿s outcome was reported as unknown, the patient¿s outcome was not considered to be device or therapy related. It was communicated that an autopsy was not performed, and the device was not explanted for evaluation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including neurological events (not stroke related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6 of the IFU, "patient care and management" (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments and lists neurological dysfunction as a potential late postimplant complication. Section 2 of the IFU and section 2 of the patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.